Manufacturer narrative:
Correction: manufacturer report 2938836-2017-20297, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that cross talk following atrial pacing, causing inhibition on blanking period were noted. The patient also has intermittent intact av conduction antegrade and retrograde extremely slow, causing inappropriate mode switching. Review of the session record revealed some ffpw, but was not detected since they fall in the v blanking. There were two ams episodes due to retrograde r-wave falling in pvarp, and then a pvc response on which deliver an ap after 330ms. The pmt may also be true pmt, but pmt response is not delivering ap after 330ms to break the pmt since vs comes before and resumes the timing. No programming changes made. No further instances of inhibition have been observed. Device remains implanted.